Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, and programming were correct. The bolus history showed that the customer was not bolusing for several different days and she boluses continuously for one day. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.